Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by email and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when an intraocular lens (iol) was inserted into a patient's eye, the surgeon determined that there was zonular dehiscence with vitreous in the anterior chamber. The lens was removed from the eye and another model of iol was implanted instead. Additional information was requested.

Manufacturer narrative:
Add'l info provided. (B)(4).

Event description:
In a follow up, the reporter indicated that an anterior chamber vitrectomy was performed and a capsular tension ring was inserted as treatment of the event. The event was noted to have resolved.